Event description:
During insertion of coronary stent, the stent portion became disconnected from device at time of insertion into the femoral artery. The stent is believed to be deployed in the lad. Implant date 11/21/95.